Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/22/2011. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. (B)(6).

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed fully dislodged force sensor pins. This report is being made based on the evaluation results.